Event description:
The complainant alleged that during routine testing by a biomed they found the device pacer output to be out of specification. The complainant indicated there was no pt involvement with this reported malfunction.